Manufacturer narrative:
Visual inspection and functional testing could not be performed because the controller in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have resulted in the controllers performance issues are: an unexpected premature failure of an electronic component inside the subject controller. A loose connection to the customer's controller such as the wand and/or foot control assembly. An issue with the wand the customer was using at the time of this complaint event. The unspecified wand could have experienced a use-limiting fuse exceeded in which the controller will generate an e-7 error. The ablate and coagulation pedal may have been simultaneously activated at the same time which will cause the controller to alarm. It is also possible the user at the customer's facility was experiencing controller alarms due to the wand being used at the time of the complaint event exceeding the temperature threshold. The wand temperature threshold can be adjusted using the coag set point buttons located on the front panel of the controller. An over temperature alarm has no bearing on the functionality or performance of the controller or wand being used by the customer.

Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the unit stopped working mid procedure. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.